Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from the metro health that the handle on a dermatome was not working. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 23 may 2019 noted that the motor and bearings had frozen up on the device and the calibration was out at the zero setting. Repair of the device occurred the same day and involved replacing the motor, bearings, swivel, and reciprocating arm. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the motor and bearings had frozen up, which would prevent the device from cutting a graft as intended, it cannot be determined from the information provided as to what caused these components to not function. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the air dermatome handle was not working. Upon investigation, it was discovered that the device would not be able to cut properly. No adverse events were reported as a result of this malfunction.